Event description:
It was reported that during a balloon angioplasty treatment procedure, a balloon rupture occurred. The charger 6.0 x200, 135cm balloon ruptured. The number of inflations and to what atmospheres occurred is unknown. No patient complications were reported.

Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture occurred. The charger 6.0 x200, 135cm balloon ruptured. The number of inflations and to what atmospheres occurred is unknown. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that there was evidence that the balloon had been inflated; there was a liquid inside the balloon. A kink was noted at approximately 415mm proximal to the distal tip. An attempt to inflate the balloon material noted a leak coming from the distal tip. No leaks were detected in the balloon material. The shaft of the device was clamped proximal to the lapweld area and pressure applied, no leak was noted, indicating the bifurcation was within specification and had no issues. The shaft of the device was then cut proximal to the lapweld area and the balloon removed. Examination of the lapweld fingers found no anomalies. The lapweld fingers were pared back towards the lapweld joint, a tear line was evident which allowed the fluid to move from the balloon lumen out through the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).